Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot and complaint issue. The overall performance of alinity I stat high sensitive troponin-I reagents in the field were reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and was found to adequately address the current issue. Per product labelling, for mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. In addition, per product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 34.2 pg/ml. Abbott has not established expected ranges for female patients under 21 years of age. Based on the investigation, alinity I stat high sensitive troponin-I reagent, lot number 78013ud01, is performing as intended, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated for a 2-month-old male patient sample. The following data was provided (customer¿s reference range - male <34.2 pg/ml): lot 78013ud01: (B)(6) 2025 sample ID (B)(6) result = 769.3 pg/ml. Previous results generated with lot 77408ud01: (B)(6) 2025 result = 222.1 pg/ml, (B)(6) 2025 result = 717.9 pg/ml, (B)(6) 2025 result = 971.2 pg/ml, (B)(6) 2025 result = 631.3 pg/ml, (B)(6) 2025 result = 601.5 pg/ml. Results on other platforms were as follows: mindray hstnt result = 32.9 pg/ml (reference range 14.2-18.4 pg/ml), mindray hstni result = 281 pg/ml (reference range 16.6-43.5 pg/ml), mindray itc result = 4.99 pg/ml (reference range <1 pg/ml), beckman hstni result = 460.4 pg/ml (reference range <19.8 pg/ml). Electrocardiogram and other myocardial assays were normal. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - initial reporter establishment name complete entry = (B)(6) hospital. Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated for a 2-month-old male patient sample. The following data was provided (customer¿s reference range - male <34.2 pg/ml): lot 78013ud01: (B)(6) 2025 sample ID (B)(6) result = 769.3 pg/ml previous results generated with lot 77408ud01: (B)(6) 2025 result = 222.1 pg/ml (B)(6) 2025 result = 717.9 pg/ml (B)(6) 2025 result = 971.2 pg/ml (B)(6) 2025 result = 631.3 pg/ml (B)(6) 2025 result = 601.5 pg/ml. Results on other platforms were as follows: mindray hstnt result = 32.9 pg/ml (reference range 14.2-18.4 pg/ml) mindray hstni result = 281 pg/ml (reference range 16.6-43.5 pg/ml) mindray itc result = 4.99 pg/ml (reference range <1 pg/ml) beckman hstni result = 460.4 pg/ml (reference range <19.8 pg/ml) electrocardiogram and other myocardial assays were normal no impact to patient management was reported.